Manufacturer narrative:
A review of complaint history reveals 2 other complaints received for the lot# reported.

Event description:
Baxter another country reports a male patient receiving peritoneal dialysis went to the hospital in 2004 because of a leak in his uv transfer set tubing after it "was jammed in his belt". The transfer set was changed and the patient released. Later in the evening of that same day, the pt went to the hospital again with a new transfer set leak. The nurse noted there was a disconnection of the line at the clamp level, but she did not remember the precise side. Per rn and affiliate, the patient did not receive antibiotics and he experienced no clinical consequence as a result of the incidents.